Event description:
Related manufacturer reference number: 2017865-2025-12477. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited a drop in pacing impedance, undersensing, ectopy, and loss of capture after fixation. The lp was removed and contrast showed the lp had perforated resulting in effusion and tamponade. Pericardiocentesis was performed. The patient was stable following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of impedance problem, capturing problem, sensing problem, and perforation were not confirmed. Visual inspection showed that the helix was within specification. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited a drop in pacing impedance, undersensing, ectopy, and loss of capture after fixation. The lp was removed and contrast showed the lp and delivery catheter had perforated resulting in effusion and tamponade. Pericardiocentesis was performed as the patient stopped breathing and coded. The patient was stabilized and the perforation was found in the anterior groove and stitched closed. The patient was stable following the procedure.